Event description:
The nail driver of the gap endo-exo medullary system broke during the nail insertion. The surgery was completed when the device breakage was noticed. No adverse events, injuries or disability occurred to the patient due to the instrument breakage.

Manufacturer narrative:
(B)(4).